Event description:
As reported by the user facility: the pumps shut down with the 2150 or the 2112 device alarm and only occur while norepi/levo is running in the ICU. Very concerning bc the pump stops working and they have to get a new pump and reprogram during the admin of a critical med. Patient is in ICU and a new pump has to be programmed - CPR has been administered. Additional information was received from(B)(6) hospital that confirmed this event involved a single patient with the use of multiple infusomat® space pumps. Serial numbers (B)(4).